Manufacturer narrative:
Submit date: 5/10/2016. An investigation is currently under way; upon completion the results will be forwarded. (B)(4).

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports that the cap has leaked since the catheter was implanted. The catheter was removed during an operative procedure in conjunction with a kidney transplant. The catheter was originally placed on (B)(6) 2014 and pulled (B)(6) 2015. There was no patient injury.

Manufacturer narrative:
Submit date: 07/19/2016. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was received for evaluation. A visual and functional test was performed on the sample. The catheter did not present any leaks. The transfer set was also received and tested. Leakage was found on the transfer set; however, the transfer set was not manufactured by covidien. It is possible that the transfer set was leaking and the physician associated the leak with the catheter. The reported issue could not be confirmed and a root cause could not be determined since the issue was discovered with a product that was not manufactured by covidien. A corrective action is not required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.